Event description:
It was reported that prior to the use of an all purpose drainage catheter, the sterility of the device was compromised. The event date is unknown. During unpacking, a "slit" was noticed in the packaging. The patient status is listed as o.k. It is unknown how the procedure was completed.